Manufacturer narrative:
Product event summary: data files were returned and analyzed. Three images were returned and analyzed. Review of the first image confirmed a wide area circumference ablation (waca) to the right and left pulmonary veins using pulsed field energy. The second and third images showed mapping of the heart. In conclusion, the reported clinical issues cannot be assessed through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days after a cardiac ablation procedure, the patient experienced a stroke requiring hospitalization. However, it was noted that the patient was not compliant with anticoagulation medication following the procedure. It was also reported that the acts were recorded at 350 or higher were maintained via heparin throughout the procedure, though the specific acts were not recorded and are unable to be reported. The case was completed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: catheter product ID: non-medtronic product type: sheath product ID: non-medtronic product type: intracardiac echocardiography (ice) catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.